Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 30 mg/dl. The cause of the low bg was unknown; however data review by tandem technical support showed a 25 unit bolus was delivered prior to the event. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin, saline, and consumption of carbohydrates. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage. Reportedly, customer reverted to manual injections for insulin therapy.